Manufacturer narrative:
Citation: beute tj et al. Long-term outcomes of mosaic versus perimount mitral replacements: 17-year follow-up of 940 implants. Annals of thoracic surgery. 2020. Doi: 10.1016/j.athoracsur.2019.10.075. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis of the long-term outcomes of patients undergoing mitral valve replacement with either porcine or bovine bioprostheses. All data were collected from a single center between 2001 and 2017. The study population included 940 patients (predominantly female, mean age 68 years), 463 of which were implanted with medtronic mosaic bioprosthetic valves (no serial numbers provided). Among all patients, 51 deaths occurred during the implant procedure for an operative mortality of 5.4%. However, multiple manufacturers were noted in the literature. Survival at 10 years and 15 years post implant of all medtronic mosaic valves was reported as 48.5% and 24.0%, respectively. No further details were provided about any of the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic mosaic patients, adverse events included: stroke, calcific stenosis, mitral regurgitation, thrombus, endocarditis, pannus, paravalvular leak, thrombosis, leaflet dehiscence. A total of 22 patients with a medtronic mosaic valve required re-operation. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.